Event description:
It was reported that, "dr (B)(6) performed an anchorc removal. At c5-6-7, when removing c5-6, the ti on top of anchor c spacer separated for peek."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.